Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, only 1 of the alleged malfunction alarms was verified and 3 of the other alleged malfunction alarms could not be verified. A different issue was identified.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.